Event description:
The customer reports: "after satisfactory insertion of the PICC catheter, it is evidenced by abundant bleeding and liquid leakage, when the catheter is broken".

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen PICC for evaluation. A securement device was attached to the catheter body and evidence of use was observed. Visual examination of the catheter did not reveal any obvious defects. After the catheter failed the functional leak test the location of the leak was examined using magnification. It was revealed a small hole was present on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on that side of the juncture hub. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from a hole in the juncture hub. A device history record review was performed and no relevant manufacturing issues were identified. The customer report of a leak in the catheter juncture hub was confirmed through functional testing of the returned sample. A leak was observed coming from the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole present on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on that side of the juncture hub. Manufacturing indicated the hole/leak was due to a manufacturing issue referred to as incomplete molding. Based on the sample returned, the probable root cause of this issue is manufacturing-molding related. A CAPA was previously initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "after satisfactory insertion of the PICC catheter, it is evidenced by abundant bleeding and liquid leakage, when the catheter is broken".